Event description:
A customer reported the control panel arm on their epiq cvx ultrasound system dropped rapidly. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow-up report will be submitted.